Manufacturer narrative:
The fse called the customer and determined that the vaporizer plate was not in place. The fse went to the facility and found no problem with the unit. The unit met specifications.

Event description:
The customer reported hydrogen peroxide contact on her left thumb. The customer reported that the contact occurred when she was removing a load after a completed cycle. The customer stated that she saw a doctor and was told she could use a over-the-counter ointment on the contact site. Upon follow-up, the customer stated that the contact site was a little sore and she still had some discoloration with some "slight blistering". The customer reported that the vaporizer plate was in place. The asp field service engineering went to the facility and assessed the unit.